Event description:
It was reported that the patient presented to the hospital for a scheduled revision procedure. Prior to the procedure, it was noted the right atrial (ra) lead exhibited noise and high impedance measurements. The ra lead was capped on (B)(6) 2023. The patient was in stable condition throughout.